Event description:
It was reported that the patient experienced a loss of therapeutic effect while stimulation was turned on. There was no known accident or incident related to the complaint. The patient experienced no pain relief for the previous three days, even when she adjusted her stimulation parameters. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Adapter: model 365538, lot# n273220, implanted: 2011 (B)(6), explanted: unknown. Extension: model 3708340, serial# (B)(4), implanted: 2011 (B)(6), explanted: unknown. Programmer: model 37743, serial# (B)(4). Accessory: model 37092, lot# 279720001. Lead: model 3487a-33, lot# v226584, implanted: 2011 (B)(6), explanted: unknown.